Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("I had excessive bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("severe anemia"), migraine ("migraines every month, corresponding with her menstrual cycle"), pain ("aches and pains"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my leg"), joint stiffness ("joint stiffness"), arthralgia ("joint pain"), ovulation pain ("stabbing pain when she was ovulating"), gait disturbance ("walked like (B)(6) women"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), weight loss poor ("weight couldn't drop"), allergy to metals ("nickel allergy/allergic to most metals"), fatigue ("fatigue"), frustration tolerance decreased ("frustration "), abdominal pain lower ("horrible cramping") and hirsutism ("excessive hair on face"). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, migraine, pain, muscle spasms, hypoaesthesia, joint stiffness, arthralgia, ovulation pain, gait disturbance, alopecia, acne, tremor, abdominal distension, weight loss poor, allergy to metals, fatigue, frustration tolerance decreased, abdominal pain lower and hirsutism outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, hirsutism, hypoaesthesia, joint stiffness, migraine, muscle spasms, ovulation pain, pain, pelvic pain, tremor and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I had excessive bleeding, severe anemia, migraine, aches and pains, pelvic pain, cramping, numbness in my leg, joint stiffness, joint pain, pain ovulation, walked like (B)(6) women, hair loss, systemic acne, hand tremor, belly bloat, weight couldn't drop, nickel allergy/allergic to most metals, fatigue, frustration. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had excessive bleeding"), anaemia ("severe anemia"), migraine ("migraines every month, corresponding with her menstrual cycle"), pain ("aches and pains"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my leg"), joint stiffness ("joint stiffiness"), arthralgia ("joint pain"), ovulation pain ("stabbing pain when she was ovulating"), gait disturbance ("walked like 75 year old women"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), weight loss poor ("weight couldn't drop"), allergy to metals ("nickel allergy/allergic to most metals"), fatigue ("fatigue"), frustration tolerance decreased ("frustration"), abdominal pain lower ("horrible cramping"), hirsutism ("excessive hair on face") and menorrhagia ("I suffered four month period non stop bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, migraine, pain, muscle spasms, hypoaesthesia, joint stiffness, arthralgia, ovulation pain, gait disturbance, alopecia, acne, tremor, abdominal distension, weight loss poor, allergy to metals, fatigue, frustration tolerance decreased, abdominal pain lower, hirsutism and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, muscle spasms, ovulation pain, pain, pelvic pain, tremor and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: I suffered four month period non stop bleeding. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/I have been there/ pain') and menorrhagia ('I suffered four month periodnon stop bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had excessive bleeding"), anaemia ("severe anemia"), migraine ("migraines every month, corresponding with her menstrual cycle"), pain ("aches and pains"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my leg"), joint stiffness ("joint stiffiness"), arthralgia ("joint pain"), ovulation pain ("stabbing pain when she was ovulating"), gait disturbance ("walked like 75 year old women"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), weight loss poor ("weight couldnt drop"), allergy to metals ("nickel allergy/allergic to most metals"), fatigue ("fatigue"), frustration tolerance decreased ("frustration"), abdominal pain lower ("horrible cramping"), hirsutism ("excessive hair on face"), dyspnoea ("breathing problems"), thyroid disorder ("lost my thyroid"), dizziness ("lightheaded/dizzy") and chest pain ("chest hurting"). The patient was treated with surgery (hysterectomy and novasure ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, anaemia, migraine, pain, muscle spasms, hypoaesthesia, joint stiffness, arthralgia, ovulation pain, gait disturbance, alopecia, acne, tremor, abdominal distension, weight loss poor, allergy to metals, fatigue, frustration tolerance decreased, abdominal pain lower, hirsutism, dyspnoea, thyroid disorder, dizziness and chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, chest pain, dizziness, dyspnoea, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, muscle spasms, ovulation pain, pain, pelvic pain, thyroid disorder, tremor and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate of this case therefore all the information from deletion case (B)(4) was transferred to this case. Events from the deletion case breathing problems and lost my thyroid were added. From the follow up information received on 20-mar-2020 new events chest hurting and lightheaded/dizzy were added. Legacy device report num 2951250-2019-14249 (from deletion case (B)(4)). Legacy device report num 2951250-2018-00630 (from retention case (B)(4)). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("I had excessive bleeding") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("severe anemia"), migraine ("migraines every month, corresponding with her menstrual cycle"), pain ("aches and pains"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my leg"), joint stiffness ("joint stiffness"), arthralgia ("joint pain"), ovulation pain ("stabbing pain when she was ovulating"), gait disturbance ("walked like 75 year old women"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), weight loss poor ("weight couldn't drop"), allergy to metals ("nickel allergy/allergic to most metals"), fatigue ("fatigue"), frustration tolerance decreased ("frustration"), abdominal pain lower ("horrible cramping") and hirsutism ("excessive hair on face"). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, migraine, pain, muscle spasms, hypoaesthesia, joint stiffness, arthralgia, ovulation pain, gait disturbance, alopecia, acne, tremor, abdominal distension, weight loss poor, allergy to metals, fatigue, frustration tolerance decreased, abdominal pain lower and hirsutism outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, hirsutism, hypoaesthesia, joint stiffness, migraine, muscle spasms, ovulation pain, pain, pelvic pain, tremor and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: I had excessive bleeding, severe anemia, migraine, aches and pains, pelvic pain, cramping, numbness in my leg, joint stiffness, joint pain, pain ovulation, walked like 75 year old women, hair loss, systemic acne, hand tremor, belly bloat, weight couldn't drop, nickel allergy/allergic to most metals, fatigue, frustration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/I have been there/ pain') and menorrhagia ('I suffered four month periodnon stop bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had excessive bleeding"), anaemia ("severe anemia"), migraine ("migraines every month, corresponding with her menstrual cycle"), pain ("aches and pains"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my leg"), joint stiffness ("joint stiffiness"), arthralgia ("joint pain"), ovulation pain ("stabbing pain when she was ovulating"), gait disturbance ("walked like 75 year old women"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), weight loss poor ("weight couldnt drop"), allergy to metals ("nickel allergy/allergic to most metals"), fatigue ("fatigue"), frustration tolerance decreased ("frustration"), abdominal pain lower ("horrible cramping"), hirsutism ("excessive hair on face"), dyspnoea ("breathing problems"), thyroid disorder ("lost my thyroid"), dizziness ("lightheaded/dizzy"), chest pain ("chest hurting") and nervousness ("nervous"). The patient was treated with surgery (hysterectomy and novasure ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, anaemia, migraine, pain, muscle spasms, hypoaesthesia, joint stiffness, arthralgia, ovulation pain, gait disturbance, alopecia, acne, tremor, abdominal distension, weight loss poor, allergy to metals, fatigue, frustration tolerance decreased, abdominal pain lower, hirsutism, dyspnoea, thyroid disorder, dizziness, chest pain and nervousness outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, chest pain, dizziness, dyspnoea, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, muscle spasms, nervousness, ovulation pain, pain, pelvic pain, thyroid disorder, tremor and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- nervous. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/I have been there/ pain') and menorrhagia ('I suffered four month period on stop bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had excessive bleeding"), anaemia ("severe anemia"), migraine ("migraines every month, corresponding with her menstrual cycle"), pain ("aches and pains"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my leg"), joint stiffness ("joint stiffness"), arthralgia ("joint pain"), ovulation pain ("stabbing pain when she was ovulating"), gait disturbance ("walked like 75 year old women"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), weight loss poor ("weight couldn't drop"), allergy to metals ("nickel allergy/allergic to most metals"), fatigue ("fatigue"), frustration tolerance decreased ("frustration"), abdominal pain lower ("horrible cramping"), hirsutism ("excessive hair on face"), dyspnoea ("breathing problems"), thyroid disorder ("lost my thyroid"), dizziness ("lightheaded/dizzy"), chest pain ("chest hurting"), nervousness ("nervous"), autoimmune thyroiditis ("hashimoto's disease"), adenomyosis ("adenomyosis") and pelvic congestion ("pelvic congestion"). The patient was treated with surgery (hysterectomy and novasure ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, anaemia, migraine, pain, muscle spasms, hypoaesthesia, joint stiffness, arthralgia, ovulation pain, gait disturbance, alopecia, acne, tremor, abdominal distension, weight loss poor, allergy to metals, fatigue, frustration tolerance decreased, abdominal pain lower, hirsutism, dyspnoea, thyroid disorder, dizziness, chest pain, nervousness, autoimmune thyroiditis, adenomyosis and pelvic congestion outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, adenomyosis, allergy to metals, alopecia, anaemia, arthralgia, autoimmune thyroiditis, chest pain, dizziness, dyspnoea, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, muscle spasms, nervousness, ovulation pain, pain, pelvic congestion, pelvic pain, thyroid disorder, tremor and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 12 and 13 were processed together. Content from social media received: new events pelvic congestion and adenomyosis were added. Reporter added. On 23-mar-2020: fu 12 and 13 were processed together. Content from social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/I have been there/ pain') and menorrhagia ('I suffered four month period non stop bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("I had excessive bleeding"), anaemia ("severe anemia"), migraine ("migraines every month, corresponding with her menstrual cycle"), pain ("aches and pains"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my leg"), joint stiffness ("joint "stiffness""), arthralgia ("joint pain"), ovulation pain ("stabbing pain when she was ovulating"), gait disturbance ("walked like 75 year old women"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors"), abdominal distension ("belly bloat"), weight loss poor ("weight "couldn't" drop"), allergy to metals ("nickel allergy/allergic to most metals"), fatigue ("fatigue"), frustration tolerance decreased ("frustration"), abdominal pain lower ("horrible cramping"), hirsutism ("excessive hair on face"), dyspnoea ("breathing problems"), thyroid disorder ("lost my thyroid"), dizziness ("lightheaded/dizzy"), chest pain ("chest hurting"), nervousness ("nervous") and autoimmune thyroiditis ("hashimoto's disease"). The patient was treated with surgery (hysterectomy and novasure ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, anaemia, migraine, pain, muscle spasms, hypoaesthesia, joint stiffness, arthralgia, ovulation pain, gait disturbance, alopecia, acne, tremor, abdominal distension, weight loss poor, allergy to metals, fatigue, frustration tolerance decreased, abdominal pain lower, hirsutism, dyspnoea, thyroid disorder, dizziness, chest pain, nervousness and autoimmune thyroiditis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, autoimmune thyroiditis, chest pain, dizziness, dyspnoea, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, muscle spasms, nervousness, ovulation pain, pain, pelvic pain, thyroid disorder, tremor and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event hashimoto's disease added. On 20-mar-2020: social media received. Processed with fu. 9,10. No new significant information was added. Reporter was added. On 16-apr-2020: quality safety evaluation of ptc. Processed with fu. 8,10. On 20-mar-2020: social media received. Processed with fu.8, 9. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.